Manufacturer narrative:
Plant investigation: a product history review was performed. A review of the complaint management system identified no additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for lot no. 20hxac092 indicated that 2238 cases of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20hxac092 met release specifications. As of 12/3/20, there were no samples available for return, however, the retain was pulled and tested through a special test request. All analytes were found to be within specifications. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed and a cause was not established.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported via email that the final conductivity was 0.4 to 0.5 less than tcd which put conductivity at a lower limit or below. The biomed reported that multiple machines were checked with a known good concentrate, same product but different lot number, and the conductivity was within 0.15 to 0.10 of the tcd. Additional information was requested, however to date not provided.